Manufacturer narrative:
Device evaluation of charger/ modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. As received, the charger/ modem displayed that it was charging with no battery present. The cause for the inability to recognize a battery pack was a corrupted u13 (8-bit cmos flash micro-controller) component. The root cause of the corrupted u13 component cannot be positively identified. No adverse event resulted from the corrupted u13 component. The patient was issued a replacement charger/ modem.

Event description:
A (B)(6) female patient contacted zoll customer support to support that her charger/modem would not charge. The patient was issued a replacement charger/modem.